Manufacturer narrative:
Please note that the product is not distributed in the united states, however, it is similar to the united states product.

Event description:
The report we received from our affiliate indicated that the patient presented a chronic total occlusion at the right coronary artery (rca). The lesion was predilated and four cypher stents were implanted overlapping each other at the target lesion. The first cypher stent implanted was 2.5 x 28mm, the second was 3.0 x 28mm, the third was 3.0x18mm and the fourth cypher was 3.0x23mm. These stents were implanted in the order from the distal end. Coronary angiography (cag) was conducted and the physician confirmed that the stents were fully dilated. To verify the implant with intravenous ultrasound (ivus), the physician pulled back the probe and the electrical ciricuit disconnected. While pulling the probe back in order to change it, became trapped. The physician tried to collect the probe with a balloon and snare, but this failed. Therefore, the patient was taken to a nearby hosptial for immediate coronary artery bypass graft (CABG) to remove the probe. The physician indicated that this was an issue with the probe.